Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display developed a black area affecting the upper corners, reducing visible screen content including the time, and the device did not hold a charge for long; the device remained usable and blood glucose was not affected, consistent with a display difficult to read associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light-related visibility problem with the display and a component-related failure consistent with a display difficult to read on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.